Manufacturer narrative:
Complained product will not be not available.

Event description:
Dual clean brush heads...break off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b dual clean toothbrush heads broke off of the oral-b toothbrush. No injury was reported.